Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the pump generated a twisted catheter alarm every 20 minutes. It was noted that another manufacturer's pump was being used. Pumping was paused, forcing the operators to turn off the alarm and manually restart the iab. It was noted that under the fluoroscopic control, no image compatible with kinking or twisting of the iab was found, which it was therefore decided to leave the iab in place. The iab was removed after two days of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6) additional initial reporter: (B)(6) event site name: (B)(6) event site postal code: (B)(6) the device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.